Manufacturer narrative:
On (B)(6) 2018, it was reported to device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, mentor product analysis lab observed a crease on the posterior view that extended to the anterior view. A line of shell abrasion was also observed within the crease on the posterior orientation tab, suggesting in-vivo folding or creasing of the device. Leak testing was performed in accordance with mentor procedures, and one leak was found in the shell abrasion. The leak was caused by a rent measuring less than 0.1 cm in length. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent, crease and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent, crease and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round spectrum 425cc , catalog number 3501470, serial number (B)(4), lot number 5608038. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with saline mentor smooth round spectrum 425cc breast implants and experienced deflation on the left breast implant. The deflation was confirmed by visual examination by physician. As a result, the patient will undergo removal and replacement with saline mentor smooth round high profile 500cc on (B)(6) 2018. The left side was not affected.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).